Event description:
It was observed during the device evaluation that the high-flow insufflation unit was affected due to the expired life expectancy of the circuit printed board. As a result, the supply pressure sensor was not functioning properly, and deposits were found on the pinch valve. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the complaint is attributed to component failures. Due to the expired life expectancy of the cr board, the supply pressure sensor was not functioning properly. Additionally, deposits on the pinch valve impaired proper operation of the relief mode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.